Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. The caller was assisted by technical support in resetting the pump, after which the malfunction code did not recur. The customer was informed to use the pump and instructed to call back if any malfunction code recurs. There was an acknowledgment and understanding of the instructions provided.